Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The gender/age baseline characteristics of the patients referenced in the article is male/(B)(6). Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: subcutaneous double "purse string suture"-a safe method for femoral vein access site closure after leadless pacemaker implantation. Pace pacing and clinical electrophysiology. 2016;39(7):675-679.

Event description:
A journal article was reviewed which contained information regarding implantable leadless cardiac pacemakers. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there was one patient who experienced a perforation of the device during implantation; which needed "immediate" surgical intervention. At the three-month follow up, there were no further device-related serious adverse events noted. The location/status of the device is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.